Manufacturer narrative:
Pharmacovigilance comments: the serious, expected event of embolism was considered possibly related to the treatment with restylane defyne. Serious criteria included the need for medical intervention with hyaluronidase and nitroglycerine ointment to prevent permanent damage. The non-serious, expected events of implant site swelling and pain, and the non-serious, unexpected events of vein disorder, headache and nausea were considered possibly related to the treatment. Alternative etiologies for vein disorder, headache and nausea include corrective treatments or a stress response secondary to the events. Potential contributory factors for embolism include the injection technique. The reporting physician assessed the case as serious. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Engineering evaluation: the events of vein disorder, embolism, implant site swelling and pain are expected. The events of headache and nausea are unexpected and possibly related. It is stated in the warning section in the instructions for use for the restylane range of products that the product should not be injected intravascularly. As for other injectable medical devices, inadvertent injection into or next to blood vessels could potentially lead to vascular occlusion or compression, ischemia and necrosis. No further corrective or preventive action is warranted at this time. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-jan-2018 by a physician via a sales representative referring to a (B)(6) female patient. This narrative is also based on follow-up information received from the treating physician on 30-jan-2018. The patient was previously healthy and had no allergies. On an unknown date, the patient had received past filler treatment with restylane without complications. On (B)(6) 2018, the patient received treatment with restylane defyne to the left cheek (volume unknown) and the remaining amount of 0.2 ml was injected to the right cheek, medial part and mid-pupillary line. The lot no., injection technique and needle type were unknown. After the treatment, on (B)(6) 2018, the patient started to get severe swelling, pressure towards eye (implant site swelling) at the cheek. In addition, the patient also experienced pain indicating embolism (pain)(embolism) at an unknown location. On the same date, the physician applied nitroglycerine ointment [glyceryl trinitrate] to an unknown location and prepared hyaluronidase [hyaluronidase] 1500u in 3 ml nacl [sodium chloride]. A total of 1000 u of hyaluronidase was injected in the cheek, and two minutes later the patient experienced severe bilateral headache (headache). Thereafter, the patient was placed in a lying position and the patient stroked over her temples and thought the vessels felt like hard rigid temporal veins (vein disorder). It was also reported that the patient was stressed and felt nausea (nausea). Approximately, one hour later, the swelling at the cheek slowly decreased and the headache also decreased. Around one and a half hours later, the patient went home. Four hours later, the patient returned to the clinic. The patient had taken alvedon [paracetamol], which resolved the headache, and the swelling had also decreased. As the symptoms indicated a bilateral embolism, an mr of the brain was performed without any remarks on (B)(6) 2018. The reporting physician considered the case as serious (other medically important event). The physician assessed the causality for the events of implant site swelling, headache and vein disorder as possibly related to the treatment with restylane defyne. Causality assessment for the remaining events was not specified. Outcome at the time of the report: pain (indicating embolism) was unknown. (Pain) indicating embolism was unknown. Swelling, pressure towards eye was recovered/resolved. Bilateral headache was recovered/resolved. Hard rigid temporal veins was recovered/resolved. Nausea was unknown.